Manufacturer narrative:
Findings: pump received with broken battery cap and stuck inside battery compartment, minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, corroded battery tube and corroded battery tube spring. Unable to verify blank display due to battery cap stuck. No moisture damage on electronics noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer blood glucose was 300 mg/dl at the time of the incident. Troubleshooting was performed. Customer states the spring is neither damaged nor corroded. Customer is not calling back after receiving a battery cap. After changing the battery on the insulin pump, the issue still reoccurred. Customer was advised to turn back to their back up plan and contact their healthcare provider if is needed. The insulin pump will be return for analysis.